Event description:
Rptr complained of trouble breathing, trouble with bones (dislocated arms), turned violent after shock (no history of violence), memory problems, sudden onset of depression, hospitalized for 2 years subsequently, intermittently thereafter. Still disabled.